Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 60 (mg/dl). Multiple attempts were made to obtain additional information, however, no additional information was provided on the reported event.